Manufacturer narrative:
Based on the current information provided, the root causes of the patients' reported post-operative complications cannot be determined or are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail. This complaint is being reported due to the following: in the journal article titled , ¿a prospective longitudinal study of quality of life in robotic-assisted salvage surgery for oropharyngeal cancer,¿ it was reported that post-operative complications (i.e. Pulmonary infections, post-operative hemorrhage, neck hematoma, respiratory distress) occurred. At this time the cause of the post-operative complications are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Note: refer to medwatch report (MDR) with patient identifier #473169 for MDR submission of the two patients who expired from post-operative multi-organ failure following severe pulmonary infections despite a prophylactic tracheostomy. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. Date of event is blank because the even date is unknown. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable device manufacture date is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
On 04-may-2022, intuitive became aware of an european journal of surgical oncology article titled, ¿a prospective longitudinal study of quality of life in robotic-assisted salvage surgery for oropharyngeal cancer¿ (d¿andrea, g., bordenave, l., et al., 2022). Within the journal article, post-operative complications and death involving a da vinci surgical procedure were noted. The clinical journal article cited that an analysis of data was conducted in an observational cohort study of quality of life in robotic-assisted salvage surgery for oropharyngeal cancer (opc). During the study period, 53 patients underwent robotic-assisted surgery. The mean age was 64.3 years. Between september 2015 and january 2021, all patients who underwent robotic surgery using the da vinci xi surgical system for a histologically proven opc arising in a previously irradiated site were included in the study. The procedures were either exclusively transoral robotic surgery, or combined cervical transoral robotic surgery, according to the size of the tumor, the depth of infiltration, and the anatomical constraints. Median follow-up was 674 days. Complications were rated according to the clavien-dindo classification. The main postoperative complications included 17 patients who experienced pulmonary infections. A post-operative hemorrhage of the local site occurred in two patients. Four patient experienced a neck hematoma. Two patients required a post-operative tracheostomy for acute respiratory distress. Additionally, two patients died of post-operative multi-organ failure following severe pulmonary infections despite a prophylactic tracheostomy. Per the authors, salvage robotic-assisted surgery for opc may be preferred for patients with tumors amenable to either a transoral or a combined cervical transoral robotic approaches. Intuitive surgical inc. (Isi) made the required attempts to obtain additional information; however, there was no response received from the physician.